Event description:
Overdelivery reported. The pump was set to infuse an unspecified maintenance solution via primary line at an unspecified rate. A concurrent secondary infusion of zantac 150 mg/250ml was deliver at 11ml/hr. A new zantac container was hung at 5pm. A nurse noted at 3am that the 250ml zantac container was empty. The expected amount to have delivered at that time was 110ml. The patient did not experienced any adverse effects.

Manufacturer narrative:
The device passed performance testing. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 products is 0.79/million sets.